Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30512. It was reported that patient underwent a first surgery to address ineffective stimulation (related manufacturer reference number: 1627487-2020-23529). Post-op, the patient still experienced ineffective stimulation where diagnostics showed the lead had high impedances when tested and as a result, the patient underwent a system replacement and effective therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.